Event description:
The physician was treating a lesion in the left renal with a racer biliary over the wire (otw) stent. The lesion was 80% stenosed and heavily calcified. The lesion was not pre-dilated. The physician deployed the stent at 8 atms for 20 seconds. On removal of the delivery system the stent dislodged and fell into the left iliac artery. A snare was used in an attempt to retrieve the dislodged stent. The physician was unable to remove the stent with the rest of the system and the pt was sent to surgery. The stent was successfully removed but the pt required a bovine patch angioplasty to repair the femoral artery. The pt recovered and was discharged home. Eval summary: the distal tip was damaged. The balloon had been inflated. The stent was not present. Crimp impressions were evident along the balloon.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (limited info available), (lesion not pre-dilated), (device indicated for use in the biliary duct).